Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.167ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure, and the power filter module was replaced which successfully resolved the issue. CAPA-34 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
Intuvie received a report from mckesson indicating that the unit fail flow, and that the unit required a hex file installation. The failure mode was confirmed. The probable cause was determined to be a calibration issue. Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.167ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. The probable cause of the ground resistance failure remains undetermined. The investigation remains ongoing. A supplement will be filed if additional information becomes available. CAPA-zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report from mckesson indicating that the unit fail flow, and that the unit required a hex file installation. The failure mode was confirmed. The probable cause was determined to be a calibration issue. No patient involvement was reported. Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.167ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. The probable cause of the ground resistance failure remains undetermined. The investigation remains ongoing. A supplement will be filed if additional information becomes available.